Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they experienced multiple issues throughout their treatment. They experienced poorly fitting aligners causing pain and gum damage. Teeth protruding through aligner material, leading to regression. The aligners severely damaged their teeth. They had to have dental work of replacement of a damaged crown, laser treatment for gum issues and medical devices to realign my teeth. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.